Event description:
Three day old infant in pedi ICU was having a pcvl line placed in left leg. A 10 ml syringe with normal saline was used to test the uncut line for patency prior to insertion of the line and insertion of the line and no problems were found. The md proceeded to insert epicutaneo-cava catheter. No blood was noted during line placement and the line flushed easily. Omnipaque was instilled per protocol (0.4 ml) and x-ray was obtained. X-ray showed infiltrate I surrounding tissue. Line was removed. Hole in catheter was noted at 11.5 cm from tip of uncut catheter. No harm to patient. Diagnosis or reason for use: IV therapy of newborn.